Event description:
After one day, during the night the funnel detached from the catheter.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was 1 piece of actual sample returned for the investigation. Based on the complaint description, it was reported that after one day, during the night the funnel detached from the catheter. Review on the returned sample showed that the catheter shaft was detached from the funnel as stated by the complainant. Both broken parts were then examined using dino-lite. It was observed that the edge of the shaft end was uneven (jagged) which may result from excessive force applied. Review on both funnel and shaft parts revealed matching cutting jagged edges in which suggesting that the tube was once well attached to each other. On top of that, parts of remnant of the shaft as shown in picture 2 was clearly visible and still intact within the funnel. The overall length of the catheter was also measured, and the measurement result met the product specification length. Funnel detachment may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft because of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render catheter to be detached or break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection moulding process whereby 0.75kg (for catheter size ch6-ch10) and 1kg load (for size 12ch and above) tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Conclusion : based on the investigation conducted on the returned sample, such detachment may happen due to various reasons but could not be related with manufacturing process. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
After one day, during the night the funnel detached from the catheter.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
After one day, during the night the funnel detached from the catheter.